Event description:
The customer received questionable low thyrotropin (tsh) results for seven patient samples. The samples were repeated on another analyzer. Of the data provided, only the results for four were discrepant. Patient sample 1 initial result was 0.372 uu/ml and the repeat result was 0.654 uu/ml. Patient sample 2 (female, birthdate (B)(6) 1956) initial result was 0.271 uu/ml and the repeat result was 1.72 uu/ml. Patient sample 3 (male, birthdate (B)(6)1936) initial result was 0.287 uu/ml and the repeat result was 1.67 uu/ml. Patient sample 4 (female, birthdate (B)(6) 1956) initial result was 0.307 uu/ml and the repeat result was 1.96 uu/ml. The repeat results were believed to be correct. None of the questionable results were reported outside the laboratory. The patients were not adversely affected. The tsh reagent lot number was 17913701 with an expiration date of 03/31/2015. The customer noticed the procell and cleancell bottles did not switch over to a full bottle when they were empty and they were seeing air in the lines. The field service representative found there was a bad lss sensor. He replaced the sensor and found after placing a full bottle of procell, the tsh results were within normal parameters. The customer ran calibration and qc and performed a patient precision test which was ok and within normal limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.